Event description:
Customer reports a button error alarm on the insulin pump, which occurred while trying to deliver bolus. Current blood glucose level is 189 mg/dl. The discontinuation of the device was advised. Revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker. No number ramping or scroll bar moving without input were noted.